Event description:
Caller reported that their pump malfunctioned with a malfunction code malf 12. There was no information provided on whether there was an adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump and assisted the caller in performing the reset, as this was the first incident reported within the last 24 hours.